Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure to treat a hepatic artery pseudoaneurysm using ruby coil lps and a non-penumbra microcatheter. During the procedure, a ruby coil lp would not advance at all past its initial position within its introducer sheath. It was reported that the hospital technologist attempted to troubleshoot the issue by dipping the ruby coil lp in saline and retracting the coil before advancing it; however, the issue was not resolved. Subsequently, the hospital technologist kinked the pusher assembly of the ruby coil lp. Therefore, the ruby coil lp was removed. The procedure was completed using a new ruby coil lp. There was no report of an adverse effect to the patient.